Event description:
It was reported that the customer was hospitalized for low blood glucose levels. Troubleshooting was performed, and found that the customer had given herself a bolus of 5.8 units for breakfast at 8:40 am. At 10:02 am, the customer changed her infusion set and delivered a prime of 5.0 instead of 0.5 for the cannula. The insulin pump passed the leadscrew test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.